Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00543. A facility reported a certas valve (ID 828804) was implanted via unknown shunt on unknown date / setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). And bactiseal peritoneal catheter (ID ns0339 serial; unk). On (B)(6) 2022, the patient presented with disorientation and shunt imaging was performed. Ventricular enlargement was observed; therefore, shunt obstruction was suspected, and lumber catheter rupture was also confirmed the valve was removed and replaced on (B)(6) 2022.

Event description:
N/a.

Manufacturer narrative:
The bactiseal peritoneal catheter (ID ns0339 serial;unk) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated no occlusions noted. The catheter was leak tested no leaks noted. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the catheter, at the time of investigation the no functional issues were noted with the catheter.